Event description:
It was reported that the stent was partially deployed, and upon pulling the system the stent fully deployed albeit stretched. The target lesion was in the superficial femoral artery; 85% stenosed with mild tortuosity and moderate calcification. Pre-dilatation was performed using coyote balloon and then treated with shockwave treatment. After shockwave treatment, an angiogram was obtained and revealed that approximately 50% stenosis remained and that a stent was needed. The 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected with no apparent issues upon prepping and insertion. The stent advanced to target area with no issues or resistance; however, upon deployment of the stent about 1/3 of the stent was deployed and the deployment wheel started to make a different audible noise and then it completely locked up. With the stent not fully deployed, the physician tried several measures to get the rest deployed. The thumb wheel was frozen and would not turn either direction and the deployment handle was also frozen and would not move. The physician also attempted to slowly walk back the stent catheter to see if the stent would pull out of the catheter, but was unsuccessful. The physician cut the stent catheter and wire just in front of the white handle, and with the handle removed were able to successfully deploy the rest of the stent. The remainder of the catheter was successfully removed, and the stent was post-dilated with a 7x100mm mustang balloon. The final angiogram revealed successful stent deployment with proper wall apposition and slightly elongated/stretched approximately 2-3 centimeters. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: this eluvia drug-eluting vascular stent system was returned for analysis with a 0.014-inch guidewire stuck in the device; however, the stent was implanted and did not return for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the pull rack is separated 10.5cm from the knob. The outer sheath, middle sheath, proximal inner, and inner liner are separated at the nosecone. There is multiple areas of buckling along the outer sheath and multiple kinks along the whole device. Microscopic examination revealed no additional damages. X-ray of the device handle found that the proximal inner is prolapsed. Product analysis confirmed that proximal inner is prolapsed which would have contributed to the deployment issue, stent deformation, and stuck on wire.

Event description:
It was reported that the stent was partially deployed, and upon pulling the system the stent fully deployed albeit stretched. The target lesion was in the superficial femoral artery; 85% stenosed with mild tortuosity and moderate calcification. Pre-dilatation was performed using coyote balloon and then treated with shockwave treatment. After shockwave treatment, an angiogram was obtained and revealed that approximately 50% stenosis remained and that a stent was needed. The 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected with no apparent issues upon prepping and insertion. The stent advanced to target area with no issues or resistance; however, upon deployment of the stent about 1/3 of the stent was deployed and the deployment wheel started to make a different audible noise and then it completely locked up. With the stent not fully deployed, the physician tried several measures to get the rest deployed. The thumb wheel was frozen and would not turn either direction and the deployment handle was also frozen and would not move. The physician also attempted to slowly walk back the stent catheter to see if the stent would pull out of the catheter, but was unsuccessful. The physician cut the stent catheter and wire just in front of the white handle, and with the handle removed were able to successfully deploy the rest of the stent. The remainder of the catheter was successfully removed, and the stent was post-dilated with a 7x100mm mustang balloon. The final angiogram revealed successful stent deployment with proper wall apposition and slightly elongated/stretched approximately 2-3 centimeters. No patient complications were reported.